Event description:
The customer reported the ventilator went vent inop and alarmed during operation, due to a flow sensor failure. The customer reported the ventilator was in use on a pt at the time of the event, but was unsure if the ventilator alarmed at the occurrence of the vent inop. There was no pt harm reported. Vent inop, when in use, will stop providing ventilatory support to the pt. The hospital's biomedical tech replaced the exhalation flow sensor to correct the problem.

Manufacturer narrative:
Exhalation flow sensor.